Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Were both procedures performed on (B)(6) 2020 at the same time: pelvic organ prolapse repair and mastectomy with flap? If not, please specify. Was the monocryl suture used in the left breast central part area during mastectomy procedure on (B)(6) 2020? On what tissue monocryl suture was used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased at the time of index surgery? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Were there changes to pre-op cleansers or procedures? Please specify what tissue dehisced?- was the dehiscence occurred in the left breast central part area? What was the appearance of monocryl suture on (B)(6) 2020? Please provide a date, name and findings of surgical revision/intervention for wound dehiscence? Was any monocryl suture deficiency observed during revision surgery? Other relevant patient comorbidities / concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a bilateral mastectomy pop surgery and flap on (B)(6) 2020 and the suture was used. On (B)(6) 2020, a note in the clinical history of oncological support refers to an adequate postoperative evolution. When prolapse of pelvic organs was checked on (B)(6) 2020, it was observed with wound dehiscence in the left breast in the central part without signs of infection. It was also reported a bilateral mastectomy and flap procedure was done. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/3/2020. Additional h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device pmz621, mcp426h batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: vicryl 2/0 ct1 (flaps); vicryl 3/0 sc-20 (tcs). Monocryl 4/0 ps-2: pmz621 was used for cutaneous tissue skin closure. Attached is new description of the patient case "lar" where information is completed: patient who undergoes risk-reducing mastectomy surgery on the left breast, radical mastectomy on the right breast + flap on (B)(6) 2020. On (B)(6) 2020, in a note in the oncological support hc, patient refers to an adequate postoperative evolution, with low-debit drainage (less than 20cc in 24 hours), for which reason it is decided to remove the drain. On (B)(6) 2020, a wound was observed in the left hemithorax without signs of iso with a small dehiscence of the suture with the presence of granulated tissue. On (B)(6) 2020, patient presented adequate bilateral mastectomy scars, no hematoma, no seroma, mobilization of both shoulders appropriately. On (B)(6) 2020, patient reported adequate evolution in the follow-up telephone call. Patient was admitted to the pop revision on (B)(6) 2020 and was observed with wound dehiscence in the left breast in the central part without signs of infection, it was irrigated with saline solution, phytostimuline was applied and covered with non-woven medical tape. On (B)(6) 2020, it was found a healed surgical wound, for which patient was discharged for healing. Event related to mcp426h, lot pmz621 reported via mw# 2210968-2020-07050; event related to j123h, lot am7112 reported via mw# 2210968-2020-07198; event related to vcp339h, lot am3506 reported via mw #2210968-2020-07200. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 12/3/2020. Corrected h6 health effect-impact code: f1001. Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2020-07050 is not reportable.